Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that 6 months after dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, the patient presented bone type iii, 32ncm of primary stability was achieved and bone graft was executed.